Manufacturer narrative:
The field service engineer (fse) found water on top of the cells caused by an issue with the solenoid vacuum valves. The fse flushed the valves with bleach solution. Mechanical checks were performed and no more water was detected on top of the cells. Calibration and qc were acceptable. The samples were spun for 5-10 minutes at 3426 rpm. This spin time may be too short and the speed may be too fast based on the type of sample tube the customer uses. Abnormal probe sucking alarms were observed indicating poor sample quality. The investigation determined the issue identified by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. For both patients the initial result was approximately 131 mmol/l. The low results were reported outside of the laboratory and questioned. The samples for both patients were repeated on a different c501 module with results of approximately 141 mmol/l. The repeat results were believed to be correct and amended reports were issued. The na electrode lot number and expiration date were not provided.